Manufacturer narrative:
There are no indications that any component of the nalu system failed or malfunctioned, as evidenced by the continuing use of all of the original equipment. The symptoms reported by the patient are directly related to the physician choice on location of the implant.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower extremity pain. The patient had successfully completed a trial phase prior to the permanent implant procedure. During the permanent implant procedure, the physician elected to place the implantable pulse generator (ipg) in a slightly different position than was used during the trial. When the system was activated it was noted that the placement of the ipg caused the external therapy discs to sit somewhat proud rather than sitting fully flush against the skin, leading to communication issues between the ipg and the therapy discs. On 06mar2024 the patient underwent a successful surgical revision procedure to move the existing ipg to a more optimal position in the lower extremity. No product was replaced and no product was explanted during the procedure. Intra-op testing was performed to confirm all components worked as expected.